Event description:
Surgeon used the restore implant for a torn rotator cuff. A few days later the patient complained of pain and redness around the shoulder. Surgeon thought that the patient might have an infection, but ruled out when couldn't grow culure. The patient's systemic white count was normal, and protein was normal. Currently treating with steroids and antibiotics. Patient described as somewhat noncompliant. Patient was scoped in 2001.